Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints found one other complaint (MDR 2021-00020) with the same lot number. A review of the bhr/lot record was conducted with no relevant findings. The investigation was based on the user facility information and lot history records. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that the user attempted to close a 6f puncture site using a celt but reported that the implant "dislodged" and the implant traveled into the profunda femoris artery. Manual pressure was applied to achieve hemostasis and the patient was discharged on time without any further incident. The implant remains in the patient.